Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range shock impedance measurement. Boston scientific technical services (ts) reviewed the latitude report and found the impedance came back up the following day to the previous range. The physician was notified. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.